Event description:
It was reported that the initial laparoscopic gastric bypass procedure went well. The case was completed with no patient consequence. A routine endoscopy was performed and everything appeared to be fine. At some point after the procedure the patient was brought back into the operating room with bleeding at the gastric jejunostomy junction. It is unknown what caused the bleeding. The bleeding was repaired through an,upper endoscopy to clip active bleeding. There was no indication of malformed or missing staples. The device was discarded from the originally procedure. The patient is fine.

Manufacturer narrative:
(B)(4). Information was not provided by contact. : information unavailable.